Event description:
It was reported that during preparation of the nc trek balloon, the protective sheath was difficult to remove. The device was not used on the patient. Another unspecified device was used successfully. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The lot history record (lhr) review and similar incident query for this product was not performed because the part and/or lot number was not reported and the product was not returned for analysis. Based on the information reviewed, there is no indication of a product deficiency.